Event description:
Patient presented to the ER after receiving inappropriate shocks due to noise. The pace/sense portion of the lead was capped. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.